Event description:
A caller reported alarm 01. Blood glucose levels were not adversely impacted, as they did not exceed 500 mg/dl. The caller was instructed by technical support to load a new cartridge, and after doing so, they were able to resume insulin successfully. The original cartridge was available for return, and a replacement process was initiated.